Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary tkr on the (B)(6) 2016 where an attune cemented cr fixed implant was utilized. The patient has presented with a painful knee and has reported that the knee "never felt right". Pain has been indicated to be around the proximal tibia. X rays appear to be normal. Bone scans show increased uptake under the tibial tray. A decision was made to revise the tibial tray. On opening the knee, the soft tissue balance was good throughout the rom. The femoral component appeared well fixed. The tibial component only required a gentle tap and it came loose from the cement mantle in a clean tray fashion. The cement was removed from the proximal tibia and a revision. Tibial tray with sleeve and stem implanted. A primary cr rp insert was utilized to match this bearing with the cr femur. The knee appeared stable.